Event description:
It was reported that the patient presented in clinic. Upon device interrogation it was noted that the pacemaker reached an elective replacement indicator (eri). Further follow up revealed that the device reached early battery depletion. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device voltage was at elective-replacement level. Device image was analyzed indicating elevated current occurred was caused by the device firmware. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and battery was found at elective-replacement level. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.